Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant high inr results with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. The customer was tested at the laboratory at 11:30 a.m. With a result of 2.5 inr. The customer tested on his meter at 4:10 p.m. With a result of 3.6 inr. On (B)(6) 2019 the customer tested on his meter at 11:20 a.m. With a result of 3.6 inr. The customer was tested at the laboratory at 12:20 p.m. With a result of 2.7 inr. The customer's therapeutic range from his primary doctor is 3.0 - 4.0 inr. The customer's therapeutic range from his cardiologist is 2.5 - 3.0 inr. The results from the laboratory were believed to be correct. The customer's warfarin dose was adjusted based on the laboratory results. There was no allegation that an adverse event occurred. The customer is in good condition. The customer does not have anemia, no anti-phospholipid antibodies and is not taking heparin or other direct thrombin inhibitors. The customer has had no changes in medication or diet. The customer has had no bleeding or bruising requiring medical treatment. The meter and test strips were requested for investigation. The customer meter was received for investigation and was tested using retention test strips and quality control materials. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.7 - 4.1 inr). All measurements were without error messages. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. No information was provided that would point to a cause for the result discrepancy.